Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inquiry screen displayed incorrect values during an inquiry session. At the subsequent appointment, troubleshooting was performed and the issue appeared to have been resolved. There were no patient effects reported and the device will not be returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).